Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. A microscopic analysis was performed which identified crease sharp opening on anterior and have stress marks. Based on the device analysis the final assessment is: -a crease sharp broken on anterior due to a fold flaw opening. -non-penetrating nick (stress marks) . Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.